Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a vasospastic angina on the same day of implant, leading into a cardiac arrest. A temporary pacing was urgently inserted, and a coronary angiogram was performed. Subsequently, the s-ICD system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.